Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had very good benefit from her implant and no fns (facial nerve stimulation) for the first 6 months. In 2009, the pt had fns, which appeared on almost all electrodes. The testing seemed to be normal. The same month, the fitting was modified trying to minimize fns and keep sufficient mcls. Even with new maps, the pt still had very poor results and fns. CT scan and tomodensitometry exams showed a possible malformation in the first basal turn on the scala tympani. The pt can hear, but not clear and loud enough. These last months she wasn't wearing her processor anymore. The testing didn't reveal anything wrong. The pt was explanted ten months later, and reimplanted with another manufacturer's device.